Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access during a procedure of the unspecified vessel with a heavily tortuous brachial loop when the whisper guide wire was noted to fracture in the forearm area of the patient. A snare device was used to retrieve the guide wire fragment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.